Event description:
Surgeon states that patient developed a superficial, localized skin reaction at the incisional site following spinal procedure. Surgeon reported the site to be red and "soupy". Patient was treated with antibiotics.